Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump was damaged. The customer's blood glucose level was 208 mg/dl. The customer reported that the backlight was dimmer than it used to be and made it more difficult to read at times. They also reported that the insulin pump did not give enough warning when the battery indicator is empty, battery life had diminished from the first day of receiving the pump and had battery dead when at work. The insulin pump will not be returned for analysis.